Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: 906413.

Event description:
Manufacturer's ref# (B)(4).

Manufacturer narrative:
Our field service engineer (fse) investigated the ventilator on site and found that the ventilator failed the safety valve test, the pressure transducer test and the flow transducer test during pre-use check. The fse replaced the complete expiratory channel printed circuit board (pcb) inclusive the two pressure transducer pcbs to solve the issue. Unit successfully passed 3 pre-checks. Device passed all performance and safety tests according to factory specifications. Device was returned to customer. The faulty pcb was sent back for further investigation. The provided logs confirm the reported errors at the date of event. Simulated use testing in a ventilator of the returned pcb could reproduce the error during the puc. During ventilation, it alarmed for safety valve test failed, inspiratory flow overrange and expiratory minute volume: low. The two returned pressure transducers pcbs were separately test in a ventilator, puc was performed without error and ventilation run for over 48 hours without deviation; the pressure transducer pcbs are not the cause of the reported errors. The expiratory channel pcb was investigated further and a suspicious capacitor in the pull magnet circuit was replaced and the puc performed again with same errors. The fault on the expiratory channel pcb could not be located and the investigation stopped. We could confirmed that the reported errors are due to a malfunctioning expiratory channel pcb, nevertheless the root cause could not be identified. The expiratory channel pcb contains electronics including microprocessor for handling of: the expiratory flow measurement performed by the flowmeter inside the cassette. The output signal exp. Flow is used in sub-systems control and monitoring. The electronic connections to and from the cassette. The expiratory valve control (with input from control pcb).

Event description:
Manufacturer's ref# (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # was required. D1 ¿ brand name: - previous brand name: servo-I. - corrected brand name: servo-I base unit. D4 ¿ version or model #: - previous version or model #: servo-I. - corrected version or model #: 6487800. D4 ¿ unique identifier (UDI) #: - previous unique identifier (UDI) #: missing. - corrected unique identifier (UDI) #: (B)(4).